Event description:
It was reported that a patient underwent a open right inguinal hernia repair procedure on (B) (6) 2007. Following the procedure, the patient was given a pain pump for one week and the pain continued to be severe pain, burning and pinching feeling. The patient was prescribed percocet, and oxycodone with minimal relief. A CT scan in (B) (6) 2007 revealed no recurrent hernia. In (B) (6) 2008, the pain intensified and the patient was referred to a pain care specialist and was given inguinal nerve injections. In (B) (6) 2008, the patient went to another surgeon and underwent exploratory surgery of the right inguinal wound, excision of scar tissue, removal of mesh plug, neurectomy ilioinguinal and iliohypogastric nerves, genial branch of the genitofemoral nerve and repair of right external iliac vein. The patient continues to have pain.

Manufacturer narrative:
(B) (4). Pain. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.